Event description:
The customer reported obtaining a non-repeatable false positive troponin I (access accutni+3) result for one patient sample on the laboratory's access 2 immunoassay analyzer section (serial number (B)(4)) of the unicel dxc 600i synchron access clinical system. The original result obtained was 0.1657 ng/ml, above the normal reference range. The sample was analyzed again twice and yielded lower results within the normal reference range, 0.006 and 0.01 ng/ml. There is no report of patient injury or change to patient treatment in connection with this event. Calibration passed on (B)(4) 2014 and system check passed on (B)(4) 2014. All three levels of quality control (qc) were within specifications. The sample was centrifuged for 10 minutes at 3000g. There was no report of pre-analytical sample handling issue.

Manufacturer narrative:
The customer did not provide the patient's age, date of birth, and weight. (B)(6). There is no indication that the access accutni+3 reagent was returned for evaluation. The customer did not have any issues with additional assays and did not question instrument performance. Calibration passed on (B)(4) 2014 and system check passed on (B)(4) 2014. All three levels of quality control (qc) were within specifications. There is no evidence that the instrument had malfunctioned. In conclusion, the cause of the non-reproducible accutni+3 results cannot be determined with the information provided.